Event description:
International customer reported that the device failed to drain. The patient developed a hematoma that required unspecified surgical intervention. The drain reportedly was clotted/ occluded when explanted.

Manufacturer narrative:
Date sent to the FDA: 02/20/2009. Conclusion: user error contributed to the event. The product insert warns the user that an effective closed suction system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude.